Event description:
As reported by the user facility: pump was set to infuse at 275 ml/hr for 1 hr (265 ml) and the pump beeped at the 1 hour mark but about 100 ml of fluid was remaining in the bag. Reference MFR report number: 9610825-2013-00377.